Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the registration kept failing. The user would get high numbers and even if it did pass it was still inaccurate. They switched systems and the other system worked as expected. There was no reported impact to patient outcome and a reported delay of less than one hour.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: sfw kit 9736226 stealth flex ent h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the registration kept failing. The system would get high numbers and even if it did pass it was still inaccurate. The systems were switched, and the other system worked as expected. There was no reported impact to patient outcome and a reported delay of less than one hour.

Manufacturer narrative:
B5: event description was updated. E: initial reporter was updated. G2: hcp was added as a source. H3, h6) a manufacturer representative went to the site on (B)(6) 2024 to test the navigation system (6187701232). It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, and visual inspection. Hardware parts were replaced, although the work order did not specify which parts were replaced. After completion, it was confirmed that the system performed as intended. Codes b01, c13, and d02 apply. A0908 applies to even if it did pass it was still inaccurate. A23 applies to registration kept failing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. As proper logs or exams were not available, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: d3-4 updated. H2, additional information: the previously reported system service results included a computer (product: 9736242) replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.